Manufacturer narrative:
A direct correlation between the device and the reported event could not be determined. The patient remains ongoing on lvad support. Stoke is listed in the instructions for use as a potential adverse event that may be associated with use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(4). Approximate age of device ¿ 4 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient was admitted with right sided deficits and had an inr of 1.2 at the rehabilitation facility. It was noted that the patient had a previous intraoperative stroke at the time of implant. The patient was medically managed and interventional radiology was attempted which was unable to accomplish opening the blocked area. The patient continues to have right sided deficits. It was noted that the lvad was functioning as expected.